Manufacturer narrative:
Transmedics acknowledges submission of mw5177981 to FDA regarding this event.

Event description:
Event description the ocs liver console exhibited an abnormal clicking noise during the case, followed by a sudden and complete loss of pump flow. Attempts to increase flow were unsuccessful. The device was reset multiple times, and the module was removed and reinstalled. Normal function was restored after reinstallation. The ocs functioned normally and the lactate levels trended down and remained low for remainder of the case. The interruption lasted approximately 21 minutes. The liver was not transplanted. Biopsy findings indicated focal apoptosis - 10% fibrosis (stage 2- left, stage 1- right), macrosteotosis 30% (both lobes). Apoptosis may have been associated with the reported malfunction. Investigation summary the reported pump failure was confirmed. Root cause analysis determined that the failure resulted from inadequate adhesion of the retaining compound between the ball screw and the motor shaft. This condition allowed the ball screw to rotate freely, preventing proper pump operation.